Manufacturer narrative:
(B)(4).

Event description:
A report was received that a patient was experiencing difficulty charging the ipg. The physician assessed the ipg site and determined that the ipg is very close to the skin surface and a pocket revision was needed. The patient underwent the revision and is reportedly able to charge successfully following the procedure.

Event description:
A report was received that a patient was experiencing difficulty charging the ipg. The physician assessed the ipg site and determined that the ipg is very close to the skin surface and a pocket revision was needed. The patient underwent the revision and is reportedly able to charge successfully following the procedure.